Event description:
Consumer reported the following two problems they have been having with their air concertrator: pt cannot get it to charge correctly, and pt has replaced the battery twice, and 2) it is not producing the oxygen to the standards it should be.